Event description:
Facility paramedics connected the device to a pt with an unspecified but shockable cardiac arrhythmia. Reportedly, the device would not recognize therapy cable connection and defibrillator therapy could not be used as a result. A lifepak 500 automated external defibrillator was bought to the scene and was used. The pt was not resuscitated.